Event description:
Device: synchro 2 microguidewire - boston scientific. Problem: during embolization procedure for ruptured aneurysm, there was a clean fracture at junction of soft end with stiffer more proximal end. Most of the wire fragment was in the microcatheter at the time of fracture; the problem was recognized and the issue was solved by pulling the microcatheter with the wire fragment out of the guiding catheter and pt. The two parts of the device are being sent to boston scientific for analysis. Clinical complication: none. Diagnosis or reason for use: #1: sah; #2: ruptured pica aneurysm.